Event description:
Rayner intraocular lenses ltd. Received notification from a UK healthcare facility of an event that occurred during use of a t-flex aspheric 623t intraocular lens (iol). The event description provided to rayner states that the lens got "jammed" inside the injector. For further information please refer to rayner intraocular lenses ltd's MDR 9611165-2014-00002.

Manufacturer narrative:
Rayner intraocular lenses ltd. Reports the following investigation findings; our review of production records for the t-flex aspheric 623t iol batch 021e19589 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol ((B)(6) 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 021e19589.